Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that the mesher had produced an incomplete mesh and gears chewed. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the mesher had produced and incomplete mesh and the gears were chewed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) thirteen times as documented in the repair reports in livelink. The last repair was september 7, 2016 where it was reported that the device produced an incomplete mesh and the roller, worn bushings, worn side plates, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 12, 2017 revealed that the roller and ratchet was galled and the side plates were gouged. Due to the condition of the mesher the pretests could not be performed. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 12, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per. The reported event ¿that the mesher had produced and incomplete mesh and the gears were chewed¿ was unconfirmed since during initial inspection it was revealed that the roller and ratchet was galled and the side plates were gouged and pretests could not be performed. However, both the cutters produced passing sample mesh. The reported event was unconfirmed since during initial inspection it was revealed that the roller and ratchet was galled and the side plates were gouged and pretests could not be performed. However, both the cutters produced passing sample mesh. The root cause that the mesher had produced and incomplete mesh and the gears were chewed and the roller, ratchet and side plates were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
The repair included a damaged comb.